Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 441 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. The customer did not report any symptoms of high blood glucose. The customer's current blood glucose was 591 mg/dl. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the insulin pump passed a high pressure test at the end of troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.